Manufacturer narrative:
(B)(4). At this time, vyaire medical has not received the suspect device/component from the customer for evaluation. In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported that the ventilator alarmed "vent inop." There was no patient involvement associated with this issue. The customer performed all transducer calibrations with the exhalation valve calibration and the device passed all calibrations.